Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 580 mg/dl at the time of incident. The customer's blood glucose was 150 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with insulin pump. The customer's mother stated that the date of the hospitalization was (B)(6) 2016. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find insulin issues and setting issues. The customer's mother declined to check for air bubbles and leaks. The customer's mother was unable to check for site issues at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.